Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was transferred to another room. A philips field service engineer (fse) visited onsite and confirmed the reported issue. The fse checked the logfile and found that the anode drive unit (adu) undervoltage on the adu rail voltage. The fse also ran a survey post and used the common analysis tool (cat). The tests showed that both the adu and mains interface unit (miu) were defective. The fse solved the issue by replacing both the adu and miu. After the replacement of both parts and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the low load fluoroscopy flavor was selected, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.